Event description:
On (B)(6) 2010, pt's daughter reported there is water or insulin between the chamber and the outside of the insulin cartridge. Daughter stated the person that changed the cartridge last "did not know what they were doing." Daughter reported the last change was done a few days ago and was done by a staff member as the pt is currently in a nursing facility. Had daughter remove the insulin cartridge. Daughter reported it smelled of insulin and there was a small amount of moisture but no pooling of insulin. Advised to dry out the chamber with a cotton swab. On follow up call on (B)(6) 2010, pt's daughter reported the infusion device has dried out and is working as it should. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.